Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient experienced a fault alarm on his freedom driver while at his lake house. The patient was walking into his house when the driver alarmed. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed a fault code 39 which is typically produced as a result of intermittent power communication errors during an onboard battery exchange or by power cycling of the driver. Despite the recorded alarm, the driver passed all sections of functional testing and there was no evidence of a device malfunction that would have led to the reported alarm. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4454 follow-up report 1.